Event description:
It was reported that a new syringe was installed and the pump was restarted as usual. A couple days later, it was noticed that the device was in the off state for hours. It was then seen that the tip was leaking due to wrong insertion. Tubing and syringe were changed and pump was restarted. Patient returned to on state shortly after.